Event description:
The handheld and flashcard have been returned to the manufacturer and device evaluation has been completed. The screen light issue reported by the physician was not confirmed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Both the handheld and flashcard performed according to functional specifications.

Event description:
It was reported on (B)(6) 2011 that a physician's (B)(6) handheld was not functioning properly. The screen is dim and becomes increasingly dim over time. The physician has tried a reset however the issue did not resolve and the physician wanted the handheld replaced. It was later reported that the touch screen will not respond to the stylus taps. Good faith attempts to obtain the (B)(6) handheld in question have been unsuccessful to date.